Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received an external flash crc error alarm and an unexpected restart error alarm. Customer's blood glucose was 180 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed unexpected restart error after battery changed due to broken solder joint on the interface board also; the insulin pump had missing segments or partial display due to cracked zebra connector on the lcd board. However, the insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and self-test. No unexpected external ram crc error alarm noted during testing. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.